Event description:
Per the clinic, the patient experienced performance decrement with the device use and loss of electrode function since (B)(6) 2023 (specific date not reported). Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.